Manufacturer narrative:
Device received with the exposed portion of the soft cannula completely removed and bottom housing punctured. As the exposed portion has been removed from the device prior to being received, the root cause of the reported bent/kinked cannula could not be determined. Data downloaded from the device returned an 0x1c alarm, indicating the device ran until the pump reached the 80-hour expiration time.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 564 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.